Event description:
It was reported that the caller had talked to someone who had a spinal cord stimulation (scs) device. The caller noted the person told him that their scs had shifted and messed up their spine. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).